Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the alarm log, functional testing and an accuracy test identified a downstream occlusion alarm. This confirmed the reported condition. The cause was determined to be that the safety slide clamp was not calibrated. To address this issue, the safety slide clamp was calibrated by placing a safety clamp shim. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced a downstream occlusion alarm. There was no patient involvement. No additional information is available.